Event description:
Promus premier china registry clinical study. It was reported that patient experienced alimentary tract hemorrhage. In (B)(6) 2018, the patient presented with unstable angina and was referred for cardiac catheterization. Index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending (lad) artery extending up to mid lad with 95% stenosis and was 38 mm long, with a reference vessel diameter of 3 mm. The target lesion was treated with pre-dilatation and placement of a 3 mm x 38 mm promus priemier stent. Post dilatation was performed with 0% residual stenosis. One day post index procedure, the patient was noted with alimentary tract hemorrhage. No action was taken to treat the event. The event was considered not recovered/not resolved and the patient was discharged on aspirin and clopidogrel.